Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant was implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; pain inter; oth pain: hip pain.

Event description:
It was reported to boston scientific corporation that an upsylon y mesh kit device was implanted during a laparoscopic sacrocolpopexy and cystoscopy procedure performed on (B)(6) 2016. During the surgery, excellent hemostasis was reportedly noted. A saline cystoscopy was conducted, and normal bladder muscosa was visible in both ureteric jets with no signs of cystotomy or mesh. After the procedure, the patient experienced complications that required nonsurgical treatment. Patient symptoms include: back pain, pelvic pain, groin pain, painful intercourse and hip pain.

Manufacturer narrative:
Block h2: additional information block a1 and b5 have been updated based on additional information received on august 19, 2022. Correction: block d4 model number have been corrected. Block a1: meshc-20211029-35f08a8c block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016, was chosen as a best estimate based on the date of the mesh was implanted. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6) hospital australia block h6: patient code e1405 and e2330 capture the reportable events of dyspareunia and pain. Impact code f12 has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.